Event description:
It was reported that the universal reciprocating saw attachment was not working when attached to the handpiece, even though all other attachments were working with the same handpiece. There was no pt injury or surgical delay reported and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/25/2012 and has no prior repair history at zimmer surgical. Eval of the device determined that it was fully functional. There was no external damage observed. The attachment operated when utilized with the handpiece. A zimmer test blade effectively locked and released from the reciprocating saw attachment. Manual rotation of the drive train was able to actuate the reciprocating motion. The reported event could not be duplicated and the cause of the reported event could not be determined. The device was serviced and returned to the customer.